Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted and replaced due to oversensing of noise. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted and replaced due to oversensing of noise. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was intermittently not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured 2.6 cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.